Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130213, 25130105 and 25129616 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa mentioned that he had a case with a device that reduced effective cutting and sealing during operation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2017 12:42 pm (gmt-4:00) added by (B)(6) (pid-000957): internal complaint number trackwise # 133023 autonumber # cs-cpl-2017-00188 since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa mentioned that he had a case with a device that reduced effective cutting and sealing during operation. The hospital did not report any patient effects.